Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(4), and the reported events (multisystem organ failure and patient expiration) could not be conclusively determined through this investigation. No alarms, clinical symptoms, or device-related issues were reported in association with the event. Multiple attempts for additional information, including product return requests, were sent to the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 12dec2019. The heartmate 3 left ventricular assist system instructions for use lists death as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the patient outcome the patient passed away due to multi-system organ failure.